Event description:
A dual chamber implantable cardioverter defibrillator (ICD) was received from an unknown person. No further information was provided. Further review of the manufacturer's database indicates the patient died approximately ten months post the ICD implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found.